Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had insulin pump error that caused the deletion of serial number from the insulin pump. Customer's blood glucose value was 300 mg/dl. Troubleshooting was performed. Customer requested to assistance with programming the insulin pump. Customer stated that the belt clip was broken. The devices will not be returned for analysis.